Event description:
"Customer stated ""doc was in with the client. He ties the switch down. Saw a spark from inside the switch"" the product was returned for investigation. An investigation was done into the customers complaint. The pad arrived with the switch already open. The harness and heater wire were tested and the inspector found no issues. The cause is likely a voltage spike or short in the switch. Customer did not claim any injury based on the bce review of feedbacks, bce did not observe a similar issue within the lot."